Manufacturer narrative:
The insulin pump was unable to vibrate during self-test due to broken vibrator black wire. The pump had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the belt clip was broken and the pump fell on the floor. The customer's blood glucose reading was 10.1 mmol/l. The customer stated that the pump is working but the vibrate function does not work anymore. The customer will be sent a replacement pump.